Event description:
Product reported by pr/surgery staff to have torn during removal of the specimen, resulting in loss of specimen and need for retrieval with another instrument. A linear slit-like tear was observed at the bottom of the bag after the procedure. Device availability: device was not captured, but lot number and expiration date were recorded. Two unused devices from the same lot number, lot j8k1975hy and exp date 09/30/2023 are available to send in to MFR.